Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not include a reported lot and therefore it cannot be determined if the finding was a result of affected manufacturing lots.

Manufacturer narrative:
No lot number was confirmed for this report. A device history record review was conducted for two potential lots. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were (B)(4) other complaints for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. A non-safety medical device correction was completed on (B)(4) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A nurse reported that the trocars were leaking during a vitrectomy, peel and gas. The trocars leaked at the start of the procedure so there was no patient harm. The procedure was completed with the use of individual pack trocars with a delay of 5-10 minutes. Additional information has been requested and received. This is one of two reports being filed for this facility. This report is for the vitrectomy procedure.